Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, broken and cease flat. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact, non-penetrating nicks and missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. The device has been explanted.